Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A philips remote service engineer (rse) advised the customer of the necessary part replacements. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00466. All information from the original report(s) has been transferred to this report.

Event description:
It was reported, the unit will not stay in standby mode. This was discovered outside of clinical use and no reports of patient/user harm or injury.